Event description:
It was reported that "during a lap-chole procedure the permaclip closed on the cystic artery. After a few movements and forced extraction of the clip, permaclip finally released. No pt injury was reported. The procedure was not altered or extended."

Manufacturer narrative:
Upon receipt of the actual device, we will return this device to the mfg site for an evaluation. As soon as the manufacturing engineers have completed their investigation a supplemental report will be filed.